Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Event history log showed 3 errors with respect to cassette not attached and too many downstream occlusion alarms. Functional testing was not able to duplicate the customer reported issue. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the pump's downstream occlusion (dso) sensor was malfunctioning. The dso sensor was replaced.

Event description:
It was reported that there was an error: cassette not attached. Per reporter, the issue occurs during use with a patient. Per reporter, there was a delay in infusion therapy that was probably not harmful but was not clear. The pump was swapped.